Event description:
A malfunction was reported with the pump, displaying a malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had experienced this malfunction multiple times previously. Technical support decided to replace the pump and confirmed that the replacement would have updated software. The customer was advised on how to use the new pump, including steps to take before and during its use. Instructions were also provided for returning the faulty pump to tandem.